Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a glaucoma filtering shunt procedure, the shunt would not release form the delivery system. There was no harm to the patient. Additional information was requested.